Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. Additionally, the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combisets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine alarmed with an air detector message approximately one hour into the treatment. The rn observed blood dripping from the segment of the bloodline tubing that goes in the blood pump. There were no leaks during the prime, and there were no changes or disruptions in the pressure that could have contributed to the event. When the combiset was removed from the machine, a visible half inch cut was noticed in the tubing. The rn said the combiset was inspected prior to use and there was no damage noted at that time. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 to 200 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation. The lot number of the device was unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine alarmed with an air detector message approximately one hour into the treatment. The rn observed blood dripping from the segment of the bloodline tubing that goes in the blood pump. There were no leaks during the prime, and there were no changes or disruptions in the pressure that could have contributed to the event. When the combiset was removed from the machine, a visible half inch cut was noticed in the tubing. The rn said the combiset was inspected prior to use and there was no damage noted at that time. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 to 200 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation. The lot number of the device was unknown.